Manufacturer narrative:
(B)(4).

Event description:
Procedure type: prostatectomy. According to the reporter: the metal ring of the bag came apart. There was no unanticipated tissue loss. There was no bleeding reported in excess of 250cc. The case was not extended by more than 30 minutes.